Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the complaint device was received for analysis. A visual examination of the returned device revealed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was located directly over the distal markerband. A visual and microscopic examination found no issue with the profile of the markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified left arm vessel. A 6.0x40, 75cm mustang balloon catheter was advanced to the lesion. During dilation of the arteriovenous graft (avg) area several times, it was noted that the pressure was unable to be applied and it seems that the balloon catheter got caught by the calcification. However, upon the second inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified left arm vessel. A 6.0x40, 75cm mustang¿ balloon catheter was advanced to the lesion. During dilation of the arteriovenous graft (avg) area several times, it was noted that the pressure was unable to be applied and it seems that the balloon catheter got caught by the calcification. However, upon the second inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.